Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device catalog #: 9100-360. D.4. Medical device lot #: 18088702. D.4. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 8/7/2018. H.6. Investigation: a sample was not available for investigation of this feedback; however the customer provided photographs of the affected samples; analysis of the photo confirmed the customer's experience with damage in thread section of a maxzero sample and analysis of the photo confirmed the customer's experience with contamination in maxzero sample. Note that from the photo provided by the customer it could not determined whether or not the contamination was embedded in the sample. A review of the production records for lot 18088702 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that 1 maxzero needleless connector had foreign matter on it, and 3 maxzero needleless connectors were found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: during quality inspection, fm (1) and damage (3) were found.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [18088702] was not found for the reported catalog # [mz1000]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 1 maxzero needleless connector had foreign matter on it, and 3 maxzero needleless connectors were found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: during quality inspection, fm (1) and damage (3) were found.